Event description:
It was reported that the patient underwent an initial total hip procedure on an unknown date in 2000. Subsequently, the patient was revised on (B)(6) 2013 due to wear of the liner. The liner was replaced with a biomet liner.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided.